Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 67 (mg/dl). Customer consumed glucose tablets, food and juice to stabilize bg levels to 151 (mg/dl). Reportedly, customer is in contact with their health care provider (hcp) and states the pump settings need adjustment. Therefore, customer declined troubleshooting with tandem technical support.